Event description:
It was reported that the device exhibited a volumetric accuracy problem that occurred twice at 9% and 7%. The event occurred after patient use. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review confirmed there were no errors in the settings and no record of any alarm related to flow rate accuracy. Functional testing was unable to replicate the reported issue; accuracy was within specification. The root cause was unable to be determined. The root cause was determined to be a possible issue with the cassette or circuit products. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.